Event description:
This customer reported an op-check failure during testing of the device.

Manufacturer narrative:
(B)(4): this customer reported an op-check failure during testing of the device. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.